Event description:
(B)(4). It was reported that in-stent restenosis (isr) and angina occurred. In december 2010, the patient presented with several week history of exertional dyspnea and left chest pressure. Stress test was performed and showed inferior attenuation. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently coronary angiography and the index procedure were performed. Target lesion #1 was a de-novo lesion located in the mid right coronary artery (rca) with 95% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 32 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the proximal rca with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.50 x 12 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The taxus liberte stents were deployed in an overlapping fashion. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with a 3-week history of crescendo angina associated with shortness of breath and dizziness and was diagnosed with unstable angina. Nineteen days from the onset of symptoms, the patient was hospitalized. At the time of the event, the patient was on aspirin and clopidogrel. The study drug was last taken in 2012. Coronary angiography was performed and revealed 95% diffuse isr of the previously placed study stent located in the mid rca. It was treated with direct stent placement using a 3.00 x 16 mm and a 2.75 x 12 non bsc drug eluting stents, resulting in 0% residual stenosis. In addition, percutaneous transluminal coronary angioplasty (ptca) of the ac marginal branch was also performed. One day post procedure, the event was considered resolved without residual stenosis and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2014. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06327. Previously it was reported that in (B)(6) 2014, the patient was hospitalized nineteen days from the onset of symptoms, now it is reported that the patient was hospitalized three days from onset of symptoms. It was also further reported that coronary angiography revealed 95% occlusion in the previously placed 12 x 3.50mm taxus® liberté® study stent located in the proximal right coronary artery (rca).